Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was experiencing high blood glucose. Blood glucose at the time of incident was 571 mg/dl. Customer treated with manual syringe and that lowered it to 381 mg/dl but at the time of the call, it was over 600 mg/dl. During troubleshooting, the customer stated there were no air bubbles or insulin leaks and the settings and bolus history were accurate. The insulin pump passed the selftest but customer declined to perform the high pressure test. Customer was advised to change entire set, reservoir and insulin and treat per doctor's instructions.